Manufacturer narrative:
The hillrom technician found the bed brake switch kit needed to be replaced. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Plug the bed into an appropriate power source and set the brakes to neutral. Make sure the alarm is heard. Set the brakes on the bed. Make sure the alarm stops sounding. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in march 2021. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the bed brake switch kit to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed had no audible brake not set alarm. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4)